Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about 1 second into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed along the side of the dialyzer. The machine, a fresenius 2008t machine, did not have a chance to alarm since the blood leak occurred so quickly into treatment. Blood leak test strips were not used since the leak was visually observed. There was no defect or damage seen on the dialyzer itself, but the clinical manager believed the membrane of the dialyzer was ruptured. The patient¿s estimated blood loss (ebl) was under 100 ccs. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a delamination was observed on the cavity ID end of the dialyzer extending from approximately 310° to 60°, with the dialysate ports situated at 0°. No other damage or irregularities were noted on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about 1 second into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed along the side of the dialyzer. The machine, a fresenius 2008t machine, did not have a chance to alarm since the blood leak occurred so quickly into treatment. Blood leak test strips were not used since the leak was visually observed. There was no defect or damage seen on the dialyzer itself, but the clinical manager believed the membrane of the dialyzer was ruptured. The patient¿s estimated blood loss (ebl) was under 100 ccs. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.